Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: failure of the charged coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. During device evaluation, poor color reproduction and separation of the lens of imaging unit was confirmed due to a faulty charge-coupled device (ccd). In addition, a cracked connector was also identified. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during a cystoscopy, the camera head had the following reportable events was identified; the lens cover fell and visibility could not be secured. The procedure was completed with another camera. There was no delay in the procedure or harm to the patient.